Event description:
She is requesting 5 extra per order, has had issues with bent pen needles and doesn't want this to cause a delay or missed dose of tymlos. No further info provided. Reported to (B)(6) by pt/caregiver.